Manufacturer narrative:
(B)(4). Investigation - evaluation: a complaint sample evaluation was not performed since product and imaging were not returned to assist with this investigation. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. Since the lot number of the batch related to this complaint is not known, batch record review could not be performed. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: contraindications, warnings and precautions, and the correct deployment procedure. The following facts were considered related to a root cause: at the day of the procedure, no additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, endoleaks or thrombus. Event occurred 388 post-procedure and no additional follow-up visits or events have been reported afterwards. Device or images were not provided to perform additional evaluation. With the available information, it is feasible to suggest that the mostly likely cause of the event were anatomical changes over time. However, a definitive root cause could not be determined. There is no evidence to suggest the product was not made to specifications. A review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
This (B)(6) male patient in the spiral-z post-market registry was noted to have claudication (lower limb or buttock) 388 days post procedure (procedure date (B)(6) 2014). The patient was being treated for a 74 mm aortoiliac aneurysm. The proximal neck had an irregular shape with partial plaque/thrombus. The right iliac artery had mild occlusive disease and mild calcification and moderate tortuosity . The left iliac artery had moderate occlusive disease, moderate calcification, and moderate tortuosity. The patient received a cook main body device, a left iliac leg device, a right iliac leg device. A right iliac leg extension was placed after the index procedure. The site indicated the tortuosity of the right iliac as indication for placement of the right iliac leg extension. There was no difficulty deploying any of the devices. A molding balloon was used but no details were provided regarding its use. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, endoleaks or thrombus. On (B)(6) 2014, the patient was seen in follow-up. There was no change in the diameter of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration, or endoleaks. On (B)(6) 2015, the patient was diagnosed with claudication (lower limb or buttock). No additional information regarding outcome or treatment has been reported. On (B)(6) 2015, the patient was seen in follow-up. There was no change in the diameter of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration, or endoleaks. No additional follow-up visits or events have been reported.

Manufacturer narrative:
(B)(4). Device manufacture date it currently unknown. This event is currently under investigation.

Event description:
This (B)(6) yr-old male patient in the spiral-z post-market registry ((B)(4)) was noted to have claudication (lower limb or buttock) 388 days post procedure (procedure date (B)(6) 2014). The patient was being treated for a 74 mm aortoiliac aneurysm. The proximal neck had an irregular shape with partial plaque/thrombus. The right iliac artery had mild occlusive disease and mild calcification and moderate tortuosity . The left iliac artery had moderate occlusive disease, moderate calcification, and moderate tortuosity. The patient received a cook main body device ((B)(4)), a left iliac leg device ((B)(4)), a right iliac leg device ((B)(4)). A right iliac leg extension ((B)(4)) was placed after the index procedure. The site indicated the tortuosity of the right iliac as indication for placement of the right iliac leg extension. There was no difficulty deploying any of the devices. A molding balloon was used but no details were provided regarding its use. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, endoleaks or thrombus. On (B)(6) 2014, the patient was seen in follow-up. There was no change in the diameter of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration, or endoleaks. On (B)(6) 2015, the patient was diagnosed with claudication (lower limb or buttock). No additional information regarding outcome or treatment has been reported. On (B)(6) 2015, the patient was seen in follow-up. There was no change in the diameter of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration, or endoleaks. No additional follow-up visits or events have been reported.